Event description:
New information noted that the lead exhibited noise. The lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency room experiencing pocket stimulation. It was noted that there maybe possible insulation abrasion. Programming changes were performed. The patient was in stable condition.